Manufacturer narrative:
The patient/family (was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) symptoms of hyperglycemia which was described as being unwell and unable to walk or communicate. Therefore, the caregiver attempted to perform blood glucose testing with the contour xt meter and received error messages. The caregiver called the physician who advised them to call the ambulance. Upon the arrival of the ambulance, a blood glucose test was performed which gave a reading of approximately 280 mg/dl. The customer was taken to the hospital and was given insulin. The customer stayed in hospital until 5 p.m. So her blood glucose levels could be monitored. The customer was discharged from the hospital on the same day as she recovered well after the treatment. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour xt meter was tested with the in-house contour next test strips from lot # 1bpeg15a using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
Section d4 of the initial report indicated the lot # of contour next test strips associated with the event as 1bpe615a, which is an invalid lot. The correct lot # is 1bpeg15a. Section d4 has been updated.